Event description:
Fifteen minutes into a plateletphersis donation the donor (#2) complained of severe muscle tingling. The procedure was discontinued. The donor received an estimated 600 ml of acd in 15 minutes. The donor was given tumms, fully recuperated and was released in good condition. The reporting source stated this incident had occurred on a different machine with a different operator than the previous acd bolus. The reporting source further stated that the operator did not think the acd tubing had rolled off the acd pump roller. Operators had been retrained on the proper placement of the acd tubing on the pump roller. One unused apheresis kit unit was requested for analysis. A report from the customer was received by the eval lab which stated: the lab able to identify a cause in the first incident as the kit had already been removed from the instrument when personnel to the dept. In the second incident, the anticoagulant tubing had fallen off the back roller of the pump.